Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that catheter recognition issue occurred. The 75% target lesion was located in the moderately tortuous and non-calcified superficial femoral artery. An opticross 18 was selected for use. During preparation, it was noted that sometimes, the catheter was recognized as ultra ice. Depth has become 101, however, when the catheter was inserted, the depth issue was resolved. The procedure was completed using this device. There were no patient complications as a result of this event.